Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the ins is not working very well. It seems to be when patient lays down flat, it triggers the left side and something just isn't right. Patient stated that she has always had her settings low, however it is not helping her upper back and legs like it used to. The event date was provided as it has been a few months. Caller was redirected to their hcp. No further complications were reported.